Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and ¿the device shut down during startup.¿. Additional information indicated "regarding the use of the term ¿during startup¿ in the initial report, this was due to a mistranslation when we translated the original japanese expression ¿xxx¿ into english. In this case, ¿xxx¿ was intended to mean that the device was operating while using airseal, rather than the initial system startup phase." Further assessment found that pneumoperitoneum had been fully established and was lost suddenly when the device shut down." There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.